Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported elevated ldh could not conclusively be established through this evaluation. Analysis of the log file that was provided by the account confirmed the reported no external power/low voltage events. Additionally, analysis of the log file confirmed elevations in power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 13.8 watts from on (B)(6) 2018 through on (B)(6) 2018. Some of these elevations appeared to be associated with pi events. Also, a no external power and 2 low voltage alarms was captured on (B)(6) 2018 at 2:36 am and 2:42 am when the 14v batteries depleted below hazardous levels. The system continued operation on the backup battery until appropriate external power sources were reconnected as intended, and support was not interrupted as a result of these events. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. The heartmate ii left ventricular assist system instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU and patient handbook provides instructions on how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 7 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with sub-therapeutic inr of 1.4 due to missing a dose of coumadin. The patient experienced elevated flows and powers and had elevated ldh of 440 u/l with baseline of 250 u/l. CT of chest showed no evidence of thrombus in the outflow graft. Heparin was initiated and the patient's inr therapeutic range changed to 2.5-3.5. The patient was then discharged on (B)(6) 2019 with instructions to monitor the device's parameter and signs of hemolysis.